Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The severely calcified, 50% stenotic lesion was located in the common iliac artery (cia). The 6.0 x 20mm sterling balloon was advanced to the lesion and ruptured upon the first inflation at 10 atm's. The sterling balloon catheter was then exchanged for a wanda 7.0 x 40mm balloon catheter, which ruptured upon the first inflation at 2-3 atm's. The physician noted that it could be due to the severe calcification. The lesion was then treated with a non-bsc balloon and placement of an express ld-37 stent. No pt injury or complication were reported. The pt's condition was reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.